Event description:
The pt had two leads(from the same lot). Intra-op, one of the pt's leads had trouble increasing amplitude. Post-op, the pt was not receiving adequate coverage. Both leads were found to have migrated. Due to sterility concerns, the doctor removed both leads and replaced them with a single lead. Coverage was attainted post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.